Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-2386-10 quadpro¿ harvester is dull. This occurred during a case, the harvester was to dull to cut the sutures. No additional information provided.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event. As no further investigation was able to be performed no change in harm was identified.